Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found a missing wiring harness grommet on the motor housing. The wiring was shorting to the motor housing. The stm replace the missing grommet and repaired the wiring harness. The safety disk was due for replacement so the stm replaced that. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed error 51 on start up. There was no patient involvement, thus no adverse event was reported.